Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that whole system explant except one lead which was not able to be explanted. Left in place and no in use 2022-04-07 (rep) ins was being explanted. Patient weight not made available.

Manufacturer narrative:
Concomitant medical products:product ID 977a260 , serial# (B)(4), implanted:(B)(6) 2015 product type: lead ,ubd: 10-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.